Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during therapy (medication and dose unknown) in the "6d" care area. The customer stated that the device was programmed to deliver 100 milliliters (ml) of medication; however, after the completion of a secondary infusion, 40 ml remained in the secondary intravenous bag. It was also reported "or entered". There was no known patient injury or medical intervention associated with this event. No additional information is available.